Manufacturer narrative:
(B)(4). The customer did not return a sample for evaluation. The set is unknown and the sample is not available for evaluation, therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted.

Event description:
The facility reported to baxter an incident in which "blood had backed up into the line" of an unknown IV set on an unknown date. No further information is available at this time. Sample availability is unknown.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. The device used in this situation is unknown; therefore, a us 510k number cannot be provided. Should the device or additional information become available, a follow-up medwatch will be submitted.